Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The tenku device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the moderately tortuous and heavily calcified proximal to mid left anterior descending artery that was 100% stenosed. The patient presented with acute myocardial infarction (ami). An unspecified suction catheter failed to cross the lesion due to calcification. Then, a 2.0 x 15 mm tenku balloon dilatation catheter (bdc) was used and met resistance with the anatomy during advancement. The device did not completely cross the lesion; therefore, the bdc was inflated at the proximal end of the lesion at 8 atmospheres (atms). However, the balloon ruptured during the second inflation at 12 atms. The device was replaced with a non-abbott balloon catheter to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.